Event description:
It was reported that the patient underwent gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent lysis of adhesions on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, pressure in the vaginal area, kidney problems, vaginal discharge and odor, difficulty sitting, anxiety and emotional distress. On (B)(6) 2009, the patient underwent exploratory surgery and mesh repair due to vaginal pressure, pain, and a hard nodule near the urethra. (B)(4) ¿ urinary/bowel problems; undefined recurrence; dyspareunia; vaginal pressure; kidney problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/07/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.